Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 137 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.